Event description:
A report was received that a patient had her precision system explanted, due to an infection at the pocket size. The device was reported functioning properly. The patient had oozing at the pocket site. The patient was reportedly doing well after the explant procedure.

Manufacturer narrative:
The explanted devices were not returned for evaluation, as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory. This is the final report.